Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned pushed up into the finger of a blue surgical glove. The glove and a bl5425v pack label from lot v7875 were inside a plastic zip lock bag. The cutter's tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle only advances to approximately the center of the port, never reaching the cutting edge. The cutter cannot cut. It should be noted that a bent needle could contribute to poor cutting performance due to binding between the inner and out needle assemblies. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
During the procedure the victrector stopped cutting, but the aspiration continued. They opened a backup pack and continued with the surgery with no issue.